Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product was not returned and lot number identification necessary to review manufacturing history was not provided. There are warnings in the package insert 06035-c00 that state that this type of event can occur. Under warnings, correct selection of implant is extremely important. While proper selection can help minimize risk, the size and shape of human bones present limitations on the size and strength of implants. The user facility is outside of the united states. No medwatch report was received.

Event description:
It was reported that patient underwent ankle reconstruction procedure on (B)(6) 2011. During the procedure, the surgeon had locked the fixation nail into place, but was unhappy with the positioning, and decided to move the nail. The screws holding the fixation nail in place would not disengage. The procedure was completed using a second fixation nail, but only after a delay of more than 30 minutes had occurred.

Manufacturer narrative:
The returned components were inspected for function and dimensional conformity. The components were found to meet design specifications and function as intended. No conclusive root cause could be determined. Review of manufacturing history shows that the lot released with no recorded anomaly.